Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Customer stated she did nothing to address the bg level she wanted to troubleshoot the issue first. The customer reverted to manual injections for insulin therapy. The customer was interested in obtaining a loaner pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.